Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of egm difficulties. Correct programmer operation was verified, and there was a clear signal using a known good analyzer and cable. No analyzer or patient cables were returned with the programmer. The ECG (electrocardiogram) connection on the circuit board was noted to have "a little disturbed solder," and cracked solder joints were found at the rf (radio-frequency) head connection, but this did not affect operation of the unit. A system error was also noted in the programmer history logs, and a bent stylus was observed, which did not affect stylus functionality. (B)(4).

Event description:
It was reported by the customer that there were "egm difficulties." The programmer was returned for repair and test/calibration. There was no patient involvement.